Event description:
The surgeon implanted two (2) matrixmandible reconstruction plates on the patient's sternum during a pectus excavatum procedure on an unknown date. Sales consultant advised the surgeon that this was an off-label use of these plates. A follow-up x-ray taken on an unknown date showed the plate(s) to be broken. The patient was returned to the operating room on (B)(6) 2012 for removal of the plates. The sternum was healed and no revision was necessary. The surgeon will continue to monitor the patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
A review of the device history record for the ti matrixmandible recon plate revealed no complaint related anomalies. The device history record shows this recon plate lot was processed through the normal manufacturing and inspection operations. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.